Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the system had identified drawers that needed maintenance. A field service engineer (fse) had remoted into the station, performed a power cycle, and restarted the station. The customer had performed drawer recovery and medication outdates. The customer was able to recover drawers, inventories, and complete drawer outdates. The station was monitored using remote support software, and no drawer failures were observed. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.